Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the first side-firing fiber had ¿stopped working¿ @ 33,228 joules and 5:22 minutes of use. A second fiber was used and the ¿fiber tip came off when the doctor pulled it out from the nipple¿ @ 228,708 joules of use. A third fiber was used to complete the procedure. This event is being reported conservatively as it is unknown if the tip detached inside or outside of the patient. Patient outcome: ¿ok¿. This is for the second fiber.